Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had exhibited possible infection. Reportedly, the physician initially opted to explant this ICD and the right ventricular (rv) lead. However, upon making the incision, it was found that the infection was superficial and did not involve the device pocket. As a result, the system was not explanted. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This supplemental is being filed to capture b5: describe event or problem and h6: impact code.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to a possible infection. Reportedly, the physician initially opted to explant this ICD and the right ventricular (rv) lead. However, upon making the incision, it was found that the infection was superficial and did not involve the device pocket. As a result, the system was not explanted. No additional adverse patient effects were reported. This ICD remains in service.